Event description:
On 06/25/15, the end user reported that she hurt herself when using the device. On (B)(6) 2015, the end user clarified the statement. She used the device to cover an incision on her back 2 days after the procedure. She experienced some discomfort and itching, by the second day the pain and itching were unbearable, removed the device, the skin was bright red, inflamed square of skin in the same size and shape of the pad portion of the device.

Manufacturer narrative:
Product labeling indicates that the bandages have a pad with an active ingredient benzalkonium chloride 0.1%.